Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer will continue to use current pump for insulin therapy. Customer¿s blood glucose level was 223 mg/dl.